Event description:
It was reported that during device change out, suspected externalized conductors were observed. The lead was cut, capped and replaced. Patients condition was stable after event.

Manufacturer narrative:
A partial lead with the connector pin measuring 30.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.